Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced hyperglycemia. Customer's blood glucose was 501 mg/dl at the time of incident. Customer's current blood glucose was 511 mg/dl. Customer was not feeling well. Customer treated high blood glucose with manual injection or insulin pen. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was activated at the time of incident. Customer was assisted with troubleshooting. Customer had hyperglycemia just before getting the insulin pump error alarms. Insulin pump had received software error and the motor arm could not communicate with the main arm error alarm. Customer was able to clear the alarm and rewind the insulin pump. Insulin pump did pass self test, displacement test and fill cannula test. The insulin pump will not be returned for analysis.